Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor inserted a pcb00 intraocular lens (iol) into the patient's eye, he noticed some blackness on the edges of the lens. He said he may have not even noticed if the iris had not been as dilated as it was, because it would cover the edge of the lens normally. The debris was peeled off and the lens was left in place. No further information was provided.